Manufacturer narrative:
(B)(4). The medical director of peds.ICU (dr. M. Wittkant) reports that the ventilator indicated a leak. A leak in the circuit was recognized and lead to momentary de-stabilization of the patient which was recognized and immediate correction was conducted. The patient returned to pre-event status but died later. Per the medical director, the device issue was not the primary cause of the patient's death. (B)(4). Upon receipt the infant circuit was visually inspected for any signs of abuse/misuse/damage, or subjected to any chemical or caustic environment that might cause damage. It was noted that the "wye" connector at the patient end was missing. No tube melting or charring was detected. Before leak testing was initiated another "wye" connector was obtained and attached bringing the circuit back into one series. The entire circuit was leak tested per iso standard 5367:2000, annex "d". In order to thoroughly capture all leaks, if any, both limbs of the circuit were submerged under a bath of plain water. Immediately a heavy leak was detected at the rain trap cup on the inspiratory side of the circuit. The rain trap cup on the expiratory side of the circuit did not leak after tightening. Other remarks: loosening and tightening the cup on the inspiratory trap did not stop the leak. Also, a small pinhole leak was detected on the expiratory side of the circuit approximately nine (9) inches below the "wye" connector. On visual review the pinhole did not appear to be the result of a manufacturing issue. Under magnification, the pinhole appears to be more like a tear, or gash, caused post manufacturing. The device history record review showed that the product was assembled and inspected according to our specifications. The IFU for this product, l06731, was reviewed as a part of this complaint investigation. The IFU warns the end user, "ensure that all connections are secure, all unused ports are capped, and water traps (if enclosed) are sealed properly." The IFU also instructs the user, "install and test circuit in accordance with the ventilator manufacturer's instructions prior to use." "If water traps are included, attach the jar to the lid with 1/4 turn clockwise. If water does not drain during use, tap the jar to break the surface tension. To empty the trap, turn jar 1/4 counterclockwise. The lid will seal the circuit to maintain a closed system." The existence of a leak was confirmed. However, all circuits are 100% inspected for leaks at the time of manufacturing so it is unlikely that this defect was present at that time. A corrective action is not required at this time as the damage observed on the circuit and the time of discovery indicates that operational context caused or contributed to this event. The returned circuit was confirmed to leak as a result of a small puncture in the corrugated tubing material as well as from the water trap. The defect was discovered after being in use for several hours. Based on the time of discovery and the damage observed on the returned sample, operational context caused or contributed to this event.

Event description:
The customer alleges that the circuit passed the vent test before placement on the patient. The circuit developed leak(s) after the device was in use, on the patient, for approximately 18 hours.